Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The loss of image occurred due to a defective power supply unit and defective main printed circuit board. Additionally, the repair center found that the main frame was broken. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high-definition lcd monitor had a black screen. There were no reports of patient harm. There is no further information provided by the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of no image was defects of the power unit and the main print board. Olympus will continue to monitor field performance for this device.